Event description:
It was reported the subject device had water leakage at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen blurred and indistinct, component failure of the universal cord and the insertion tube is dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: screen blurred and indistinct is caused by a component failure of the universal cord sheath. The most probable cause of the complaint (screen blurred and indistinct) is cause traced to component failure. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.